Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 600 mg/dl. Customer also specified other relevant blood glucose level was 335 mg/dl and 414 mg/dl. Customer treated with manual injection for high blood glucose. Customer also complained for no delivering alarm and it observed that it was resolved by changing complete set. The reservoir will not return for the analysis. The insulin pump will return for the analysis.